Manufacturer narrative:
With respect to the complaint, the unit was received with the roll pin missing from the right bracket and unit would not be able to be lockdown and hold properly. The 6 inch transitional teeth were worn and needed to be replaced; shock cushion and 1/4in pin were worn. Adjustment wrench was missing; general maintenance and cleaning required. The device history record revealed no abnormalities were found related to the reported incident nor were there any variances, mrr¿s or reworks associated with this lot/work order number that could explain complaint event. No service history on file. Complaint confirmed via inspection of item. The root cause for missing parts was unknown. Root cause for worn parts is wear and tear.

Event description:
N/a.

Manufacturer narrative:
It is unknown if the device involved will be returned to the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that on (B)(6) 2018, a a2101 mayfield ultra base unit handle moved during surgery. Additional information received on 02jan2019 stating that there was no patient involvement. Another mayfield frame was brought into or suite prior to patient arrival and case was done without delay.